Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 419478 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited possible premature battery depletion. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.